Event description:
It was reported that during a follow up visit, there was a lead integrity alert for noise on the right ventricular lead. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for lead failure predictor on 2013-(B)(6). There were four ventricular non-sustained episodes less than or equal to 210 milliseconds between 2013-(B)(6).